Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 5 row b was off bus. A field service engineer (fse) had removed the pockets and found that medication had spilled and run under the tray, causing the tray to fail. The fse replaced the tray and reseated the row-board cable at each tray and at the rear of the drawer. All tests were completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer had failed. The user tried to reboot the station and performed the drawer recovery but still issue persist. The customer informed that the whole drawer was affected. However, there were no delay or adverse events or injuries reported based on this event.